Event description:
Report received from the USA stating that the "handpiece was heating up" during testing. The device was not being used during surgery. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met temperature requirements. The device did not exceed temperature limits. The reported condition could not be duplicated therefore the condition was not confirmed. If add'l info is received, a supplemental report will be sent.